Event description:
It was reported that 2 bd insulin syringes with the bd micro-fine¿ IV needles experienced foreign matter within the fluid path. The following information was provided by the initial reporter: cotton-like matter residues stick to the needle when removing the package.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insulin syringes with the bd micro-fine¿ IV needles experienced foreign matter within the fluid path. The following information was provided by the initial reporter: cotton-like matter residues stick to the needle when removing the package.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 11oct2022. H6: investigation summary: customer returned (2) loose 1/2cc, 12.7mm syringes. Customer states that cotton-like matter residues stick to the needle when removing the package. Both returned syringes were examined and one sample exhibited a piece of material on the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyethylene mixed with silicone. A review of the device history record was completed for batch # 0153035 all inspections were performed per the applicable operations qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.